Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a female patient who was receiving hydromorphone 8000mcg/ml at 1998.6 mcg/day, clonidine 800mcg/ml at 199.86 mcg/day, bupivacaine 40mg/ml at 9.993 mg/day and baclofen (type and lot number unknown) 800mcg/ml at 199.86 mcg/day via an implantable pump for non-malignant pain and other non-malignant pain. On an unknown date, the patient experienced a possible granuloma. On (B)(6) 2016, the patient presented to the emergency room (ER) and a magnetic resonance imaging (MRI) was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.